Event description:
It was reported by the customer that ¿we had a bard peds PICC in a (B)(6) year old patient who came in and developed a leak in her PICC line. Dual lumen PICC was out 3 cm, leak was from the red power injectable line at the point of about 4 cm. A secureacath was holding the line in place. We are unsure if the line blew or was cut but the leak is at the point where the securacath tip under the skin is in the patient.¿

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp4532 showed no other similar product complaint(s) from this lot number.